Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/08/2014 with the following findings: a review of the pump history showed short battery life. The battery compartment and battery cap were completely intact; no damage or corrosion was observed. During testing, the pump powered on normally with no alarms occurring. The pump was exercised for a few minutes and the pump began to get warm. The current draw on components on the printed circuit board was out of required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay user/patient¿s mother contacted animas alleging that the subject pump was noticeably warm when she felt it on the morning of (B)(6) 2013. There was no reported patient impact associated with this complaint. At the time of troubleshooting, the reporter confirmed that the pump no longer felt warm. In addition, it was noted that the patient¿s mother denied pump exposure to water or any visible corrosion in the battery compartment. This complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.